Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clip applier was fired and delivered clips that would not hold on the cystic duct and cystic artery. Clips fell of the vessel.